Event description:
Per the surgeon's report, the pt did not respond to cochlear implant stimulation. The results of an integrity test done on april 2, 2007, showed normal receiver/stimulator function. The pt's sound processor was reprogrammed, but the pt did not respond to sound through the cochlear implant system. A CT scan was recommended, however, no info on the results were made available. The device was explanted in 2007, and the pt was reimplanted with a new device during the same surgery.